Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00001, 00002, 00004, 3003379990-2007-00001.

Event description:
Moderate activity. Allegedly revision was performed because patient was in extreme pain. The hip was squeaking before without pain, but when it became painful, the hip was revised. Fractured ceramic liner. Unknown cause. T-handle broke off in female thread of modular neck.